Event description:
As reported during our japan affiliate, after post dilating the valve with the novaflex+ delivery system, balloon deflation difficulty was noted. A novaflex+ delivery system balloon was de-aired three times with about 10ml diluted contrast which amount was about 30% of the balloon¿s nominal volume. A 29mm sapien xt was implanted with nominal volume. Due to mild paravalvular leak (pvl), post dilation was performed with additional 3ml of contrast. Following post dilation, when deflating the balloon, the plunger of the indeflator was completely pulled and locked but the balloon was unable to be deflated fully. The deflating speed of the balloon was relatively slower than usual but no resistance was felt. About 5ml of contrast could be removed via a syringe connected to the side port and the balloon was able to be deflated completely. There was no injury to the patient. The physician in charge of the inflation stated that the balloon had been able to be deflated post valve implantation. However, there had been difficulty in re-wrapping the balloon and also additional contrast had been added on post dilation. Therefore, the balloon had been unable to be fully deflated with the indeflator.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Remedial action initiated the device was not returned to edwards for evaluation. Without the device, functional testing and dimensional analysis were unable to be completed. DHR review did not reveal any issues that could have contributed to this complaint. No deficiencies with the IFU or training manual were identified. During manufacturing, multiple 100% inspections of the delivery system and components are performed. The balloon inflation/deflation times for this device lot were reviewed. The mean time was within the upper specification limit. The report of the slow deflation and inadequate rewrapping could not be confirmed. DHR review, complaint history analysis and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. It is not known if the additional volume used during post-dilation could have impacted device deflation. . The complaint could not be confirmed, and no labeling or IFU/training inadequacies were identified. Review if complaint history did not reveal that occurrence rate exceeds the may 2015 control limits for this trend category. Therefore, no corrective or preventative actions are required.